Event description:
It was reported that an ilet pump became unresponsive and remained stuck on the ¿do you see drops¿ screen, after which a replacement ilet was shipped and the user was instructed on shutdown, data sync to the mobile app, and return of the original device. Symptoms included no reported changes in blood glucose and no adverse health effects. Outcomes included continued therapy with cgm and no need for medical intervention or hospitalization. Investigation included review of user reports and coordination for device return to enable analysis. Investigation of this case revealed a device performance issue consistent with a screen or user interface malfunction preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending return and evaluation of the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.